Event description:
It was reported that while swinging, the pt got a blow to his head. Testing carried out on (B)(6) 2010, shows 11 channels at "hi". Testing of (B)(6) 2010, was normal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.